Event description:
Physician was performing an ankle arthroscopy on the patient. Upon using the ar-7300ds for a few moments, she discovered that it had in fact broken off into the ankle joint. Doctor then had to make an incision to open the ankle to retrieve the shaver piece. Arthrex representatives have been contacted and are aware of the incident. All shavers with corresponding lot number have been pulled from service.